Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020 a patient¿s (pt) family member called to report a diagnosis of ¿styes, pinkeye, and corneal ulcers¿ while wearing the acuvue® oasys® for astigmatism brand contact lenses. The pt was in college in 2015 or 2016 and was treated for pinkeye by the eye care provider (ecp) and went back to school, but it continued to come back. In 2015 or 2016, the pt was also diagnosed with corneal ulcers in both eyes. The treatment prescribed at that time is unknown. The pts family member refused to provide the pts treating ecp contact information to verify the diagnosis and treatment and doesn¿t want the treating ecp contacted. The pt is currently being seen by a new ecp who advised the ¿pts issues are due to the vision being over corrected.¿ the current ecp also advised the family member that ¿there was scarring from previous ulcers¿ and is unsure if the scarring is one or both eyes. The family member reported the prescription is lower before the corneal ulcer¿s diagnosis. The last eye exam with the new ecp was in (B)(6) 2019. The ecp contact information was provided for additional medical information. On 20mar2020 a call was placed to the pts current ecp and additional medical information was requested. A representative reported the pt was seen (B)(6) 2019 for a contact lens exam and then again in (B)(6) 2019 for a ¿problem¿. No additional medical information was provided. On 23mar2020 a call was received from the pts current ecp and additional information was provided. The ecp reported the pt was not treated for the ¿ulcers¿ and noted in the pts first visit on (B)(6) 2018 the pt had multiple scars on the os and pannus scarring on the od @ 6 o¿clock, not in the visual axis and likely from chronic chalazions. The ecp reported the condition is likely due to poor contact lens wearing habits and documented the pt was properly educated on contact lens wear, with no sleeping in the lenses. It was noted that the lenses were fitting fine, but pt has ¿subjective vision complaints although pts vision is near 20/20¿. The pt was seen by the corneal specialist to advise if contact lens wear was ok for the pt, no treatment was provided. No additional medical information was provided. This report is for the pts od event. The report for the pts os event will be submitted in a separate submission. The suspect lot number and product are not available. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.